Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a turbohawk atherectomy device with a spider wire and a 6 f sheath to treat a lesion in the common iliac artery . The lesion exhibited moderate tortuosity and was a chronic total occlusion. Artery diameter: 5-6 mm x 60 mm. The vessel was not pre-dilated. During use the tip of the turbohawk detached - separated at the hinge pin. The hinge pins were then jailed to the vessel wall. Dr herman pulled the spider filter over the tip of the turbohawk basket and jailed it in the iliac using two I- cast stents. Spider product had to be left in patient was covered by two cast stents. No further clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation summary: the turbohawk was received for evaluation with a detached cutter driver and a spider fx capture wire. The turbohawk was inspected and it was discovered the distal assembly fractured and separated from the catheter approximately .5cm from the cuter window. The distal assembly was not included with the returned contents. The fracture observed occurred at the location of the proximal guidewire tubing port. Stretching of the coils at the fracture face of the turbohawk due to excessive longitudinal tensile forces was observed.